Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 11 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that pump stoppages were observed on system controller log file analysis that performed by the manufacturer's technical services representative. The pump stoppages occurred (B)(6) 2017. On (B)(6) 2017, the a percutaneous lead (driveline) replacement was performed. The patient was asymptomatic.

Manufacturer narrative:
The pump remains in use supporting the patient. Approximately 18 inches of the distal end portion of the driveline was returned for evaluation. Electrical continuity testing of the returned driveline did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Upon visual inspection, no evidence of mechanical damage or breakdown of the wire insulation was found. The returned portion of the driveline was suspended in a saline bath for high potential (hipot) testing to check for current leakage through the wire insulation and no areas of compromised wire insulation were identified. Review of the submitted system controller log file showed transient low speed, driveline disconnected, low flow and pump stoppage events, which appeared to occur while the system was operating on the power module. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.